Manufacturer narrative:
Exact date unknown, event occurred one month after the implant procedure in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7049683.

Event description:
It was reported that the patient was septic from infection a month after the implant procedure. All device components were explanted and not returned. No further information has been obtained despite good faith efforts.